Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the there was two small air bubbles observed in the luer lock. Tandem technical support guided the customer through performing a fill tubing to expel the air bubbles. Customer's blood glucose level reached 200 mg/dl. Customer delivered boluses to address bg levels. Customer's bg level lowered to 166 mg/dl.